Event description:
On 14 apr 2008, the sales representative reported that during a kit inspection it was noticed that the drivers were bent. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Did not happened during surgery. Product is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending upon the return of the product.